Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch while the left ventricular (lv) lead demonstrated high capture threshold, contributed to shortened battery longevity. The issues were identified during remote follow-up and during an in-clinic device check. Both the ra lead and lv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise and mode switch. A complete lead was returned in two pieces. The reported event of noise was confirmed. Visual inspection of the lead found full breach outer insulation degradation at the proximal region. The cause of the reported event of noise was isolated to full breach outer insulation degradation.